Event description:
A customer contacted stryker to report device failure. During evaluation stryker observed that the device alarmed and paused. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device alarmed and paused. The cause of the reported issue was determined to be due to worn drive belt. The customer declined the repair of the device. The device was returned to the customer unrepaired per their request with a note that the device is not for use.